Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace lead impedance has been at 4047 ohms since (B)(6) 2015. Analysis of the device memory indicated no pacing capture in the lv (left ventricle). No evidence of lv capture threshold has been noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had a setscrew was not tightened and the physician was able to remove the left ventricular (lv) lead without loosening the screw during a follow up procedure. Due to the loose setscrew there was high impedance and no capture on the left ventricular (lv) channel. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a damaged grommet and a set screw with a rounded socket.